Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real

Event description:
It was reported that the customer's insulin pump is under delivering insulin and the customer was experienced high blood glucose. The glucose level reading was 13.9mmo/l, and the customer treated with back up plan. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. It was stated that the customer did not feel comfortable and a replacement would be sent. No further information was provided.